Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). It was reported that the patient was seeing ¿settings not available cannot provide your desired intensity settings¿ message. Patient stated that they have been trying to turn on their stimulation all week and even attempted to reset the controller, but their stimulation 'won¿t come' on and continued to display the same message. Patient confirmed that both their implant and controller were at 100%. Agent had patient reset the controller. Patient confirmed no visible damage to the controller and battery pack. Patient unlocked the controller and saw ¿settings not available¿ message. After unlocking the controller, the patient reported seeing a ¿settings not available¿ message. Patient pressed ¿ok¿ and confirmed that the controller battery was 100% and implant was 80%. Patient then pressed the stimulation on/off button to turn on their stimulation but stated they were not feeling the stimulation. The patient has groups a, b, and c, and they prefer using group a. However, they confirmed seeing the ¿settings not available¿ message on this group. The patient switched to groups b and c, attempted to increase the intensity, but stated that they were not feeling the stimulation on either group. Agent reviewed information and the patient was redirected to their healthcare provider (hcp) regarding this oor message.